Event description:
It was reported that during processing of a unit of collected cord blood, a leak was observed in the 200 ml transfer bag of the device. The leak became apparent after the first centrifugation of the cord blood unit, while the plasma supernatant was being expelled from the bag when using an expresser. The leak appeared as 1-2 ml of clear yellow plasma coming from the bottom right corner of the plasma tubing port. The technician stopped the leak with a hemostat, returned the expressed plasma to the original transfer bag set, and transferred the cord blood unit to a new transfer bag, and re-initiated the process beginning with the first centrifugation. The supernatant showed on evidence of hemolysis, and the cord blood unit presumably continued in the processing workflow for freezing.

Manufacturer narrative:
Device evaluation begun, but not yet completed.